Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the biopsy channel is leaking. There are several non-olympus components on the device. The ob lens is cracked. There is no image. The angulation is low. The control knob has play. The labels show signs of wear. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera gastrointestinal videoscope was found to have black stuff coming out of it. There was no patient impact related to this occurrence.